Manufacturer narrative:
The affected device was examined at the dräger service center. The log file was made available for further investigation. Based on the analysis of the log file the reported device restart could be confirmed. As root cause was a temporarily deeply discharged internal battery identified. The performance of the internal battery was verified at the dräger service center, and the device was confirmed to be operating as per manufacturer´s specification. The device, savina 300, is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to check the internal battery for proper operation. In particular, the test interrupts external power sources and will switch to internal battery for 500ms. If the capacity of the internal battery is too low, and the device detects this during this short period, the test will be cancelled. If the internal batteries are completely depleted and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery, as happened in the present case. In case of a restart a corresponding error code is logged in the log file and the device alarms high prior device error after the restart. In case a ventilation is active at the time of restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device blacked out and shut down during use on a patient. The device then restarted and repeated the same behaviour. The device was replaced. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device blacked out and shut down during use on a patient. The device then restarted and repeated the same behaviour. The device was replaced. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.